Event description:
This report is being filed after the subsequent review of the following journal article: hou, z., et al. (2013, june). Treatment of pertrochanteric fractures (ota 31-a1 and a2): long versus short cephalomedullary nailing. J orthop trauma, 27, 318-324. The authors conducted a retrospective study to compare clinical outcomes in patients with pertrochanteric femur fractures without subtrochanteric extension after treatment with short or long cephalomedullary nails. Two hundred eighty three patients between 2004 and 2009 qualified for study inclusion. Patients were treated with synthes trochanteric femoral nails. One hundred patients were treated with short trochanteric femoral nails: 16 male and 84 female, average age 81 years, 14 with diabetes and 56 with osteoporosis. One hundred eighty three patients were treated with long trochanteric femoral nails: 57 male and 126 female, average age 78.6 years, 42 with diabetes and 74 with osteoporosis. Short and long nails were 11 millimeters in diameter; all short nails were 170 millimeters in length. The average post operative follow-up was 37 months. In the short nail group, the authors reported: infection treated with two stage revision to total hip arthroplasty (one) and brooker grade iii heterotopic ossification (one). In the long nail group, the authors reported: infection requiring implant removal (two); brooker grade ii (two) and brooker grade iii heterotopic ossification (one); and late postoperative fractures which occurred at the distal end of long nails after a fall treated with lateral locking plates and retention of the nail (two). The authors concluded that there were no clinically significant differences in patients with pertrochanteric hip fractures who were treated with either short or long cephalomedullary nails. This is a serious injury report for infection treated with two stage revision to total hip arthroplasty (one). This report is for an unknown short trochanteric femoral nail. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Hou, z., et al. (2013, june). Treatment of pertrochanteric fractures (ota 31-a1 and a2): long versus short cephalomedullary nailing. J orthop trauma, 27, 318-324. This report is for an unknown short trochanteric femoral nail. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.